Event description:
The pt had a radical prostatectomy. The next day, the pt called the rn stating that their cath had come out. The catheter, upon exam was found to have the inflation bulb missing. The physician plans to scope the pt at a later time to retrieve the missing pieces of the cath from the bladder.